Event description:
It was reported that an impedance check resulted in greater than 4000 ohms with electrodes 4 and 5 out of range on all combinations. It was noted that the patient was unable to increase to desired sensation. The device was reprogrammed and the patient was getting good benefit now. It was confirmed that the patient was programmed to the 4 electrode, but that electrode had been removed with reprogramming.

Manufacturer narrative:
Product ID: 3487a, lot# v078605, implanted: (B)(6) 2008, product type: lead. Product ID: 3888-33, lot# v089529, implanted: (B)(6) 2008, product type: lead. Product ID: 3888-33, lot# v089529, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-45, lot# v078605, implanted: (B)(6) 2008, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that electrode 6 also had impedances greater than 4000 ohms. This was noticed on the day of the report. This occurred when any electrode was referenced, including a group impedance with electrodes at 6v. The electrodes 4, 5 and 6 were out of range during a group impedance test using 3 volts as well as electrode 7. The manufacturing representative was able to get the patient beneficial stimulation using electrode 7 and 3, which still seemed to be in range. The patient was seen at the physician's office and imaging was performed. Patient outcome was not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.